Event description:
Customer reported experiencing a low blood glucose event, with the lowest level recorded at 46 mg/dl while the pump was in exercise mode. The low blood glucose event occurred prior to contacting technical support, and carbohydrates were consumed as a treatment action. There was no adverse impact to the customer¿s blood glucose level. Upon review, it was found that the pump, which operates with control-iq in exercise mode, was functioning as intended. The customer was advised to discuss potential adjustments to pump settings with a healthcare professional, and no further assistance from third parties was needed.